Manufacturer narrative:
N intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation stated that the unit was returned for failure analysis and the reported failure ¿bipolar stopped working m-02¿ error was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. Upon visual inspection the unit was found in good condition. A review of the system log report was performed. Per the review, the following was confirmed: system (B)(4), event date was (B)(6) 2022, console surgeon name, and procedure was a hysterectomy. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer reported bipolar stopped working after the start of the procedure. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the bipolar stopped working mid procedure. Intuitive surgical, inc. (Isi) technical support was contacted to troubleshoot, and the customer reported that they tried both bipolar ports, instrument, and instrument cable, but the issue persisted. The isi technical support engineer (tse) had the customer power cycle integrated electrosurgical unit (iesu) and the bipolar returned. The procedure went on and completed as planned with no reported injury. Isi has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.